Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. A repeat of the same sample was run and a negative result was obtained. Patient treatment was altered on the basis of the elevated result; a cardiac catheterization was performed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or catheterization.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is hm chrome contamination. A siemens healthcare diagnostics field service engineer was dispatched to the account to perform appropriate maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.